Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a couple months ago they began feeling shocking around the ins while vacuuming, this happened a couple of times. Beginning the day before yesterday, the caller indicates that the shocking was so bad it went down the leg and up the back, it woke them up during the night. The caller had to turn the therapy off. They tried to turn it back on and change the program, but that did not resolve and caller still felt zapping. Turning it off stopped the shocking, but the patient is still feeling some pain over the ins and hurts if any pressure is on it. The caller reports that there have been no falls or trauma. The caller has already contacted the hcp and they redirected them to the manufacturing representative. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.